Event description:
Product analysis was performed. Approximately 36.5cm of the lead assembly were turned for analysis. Setscrew marks were seen on the connector pin, thus providing evidence that proper contact between the setscrew and lead pin existed, as expected. An incision on the outer silicone tubing was seen at approximately 5cm from the conntector boot. This incision reached the inner tubing of one of the lead coils. No obvious damage was identified on the lead coil. A suture constricting the lead was present "as received" at approximately 31cm from the connector boot. The suture was removed and it was noted that the outer silicone tubing has abrasion at the area of the suture placement. The lead coils are kinked at this location. The condition of the returned portion of the lead, in general, is consistent with conditions that typically exsit following manipulation of the lead. The reported high impedance condition was not duplicated in analysis. The concomitant device (pulse generator) was also analyzed. There were no visual anomalies identified or observed with the generator. The pulse generator is operating within the manufacturer's final electrical test specifications. The pulse generator did not show any condition that would have contributed to the high impedance. The high impedance was not confirmed; the entire lead was not returned for analysis. Potential causes included connection problem, fibrosis on the vagus nerve, or a lead fractures.

Event description:
Further follow-up revealed that the pt did not experience any trauma that may have contributed to the event. The pt's seizure control was reported to be much better now. The believed cause of the increase in seizures was a loss of vns therapy due to the reported high impedance.

Event description:
Diagnostics testing resulted in a dc dc code of 7, limit, high which suggests a possible lead malfunction. It was also reported that the pt has began experiencing an increase in the frequency and severity of their seizures. The entire system (generator and lead) were explanted and replaced. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The cause of the reported malfunction cannot be determined at this time because the device has not been returned to the MFR for analysis.